Event description:
The pt was explanted with a siltex saline mammary prosthesis on 12/8/1997, subsequently the pt experienced a hematoma and an infection in the right breast and an extrusion of the prosthesis. The device was removed on 1/15/1998.